Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous arteriovenous fistula. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during inflation at 24 atmospheres, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient was good post procedure.